Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 700 mg/dl, and he was treated with an insulin drip. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. Reviewed the alarm history and found a no delivery alarm. The customer stated that the infusion set was changed to resolve the issue. The programming on the insulin pump was correct. The customer also stated that he was unable to deliver insulin through the tubing while priming. No further information was provided.